Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user completed a supply change, but the connector was not locked into place, which caused the cartridge to come loose during the fill tubing process; the user recognized the error, started over with new supplies, and successfully completed the change after troubleshooting and education. No reported symptoms or adverse clinical effects reported. Outcomes included no alarms, no hospitalization, and successful completion of therapy setup after reattempt. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed user handling error with the infusion set connection, consistent with an incorrectly attached infusion set connector and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.